Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. It was reported that the patient was wearing the same garment for 16 days without laundering it. The patient also reported that he had torn rotator cuffs and dislocations from a fall. There is no allegation that the lifevest caused or contributed to the patient falling. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the staff at the rehabilitation center applied lotion to the skin irritation and it improved.